Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found that the stent was damaged with one strut on the proximal row 9 lifted distally from the stent profile. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the hypotube profile. A visual and tactile examination found one shaft kink at the port exit area. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 13-jun-2016. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 85% stenosed, 32mm in length, concentric target lesion was located in the mildly tortuous, mildly calcified, and 3mm in diameter left anterior descending artery. The lesion contained >45 and <90 degrees bend. A 3.00x32mm promus element¿ plus drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with a different stent and post-dilation was performed using a 2.20x24 balloon catheter. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damaged.